Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: pump returned with visible moisture behind the display lens pump has no audible & no vibratory features; the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. Cover crack observed between corner of display lens & case seal. Removed pump cover; internal moisture was present in pump. Unable to complete required investigation steps and adequately investigate the compliant due to internal moisture damage in the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 500 mg/dl. No other information was provided, and customer support attributed the bg excursion to inaccurate delivery. The reporter called back on (B)(6) 2016 and stated they could not get past the previously reported cs 078 alarm, and therefore could not troubleshoot the pump for the delivery issue. This complaint is being reported as the patient experienced hyperglycemia and the pump was not able to be eliminated as a cause or contributor.